Event description:
One day following placement of a percutaneous cecostomy catheter for future use in antegrade colonic enemas, the patient exhibited symptoms (fever, elevated white count) indicating a possibility of acute peritonitis. Patient was evaluated and watched overnight. Decision was made to watch overnight and then was electively taken to surgery to assure any problems were addressed. Examination indicated the possibility that the suture anchor securement had not been adequate to create apposition of the cecum and abdominal wall. Percutaneous cecostomy catheter was removed and a temporary surgical cecostomy was placed. Patient doing well.

Manufacturer narrative:
Age of device is unk as lot is unknown. (B)(4) not specifically addressed per the provided IFU. Intended use, precautions is labeled per the provided IFU. Event is currently under investigation.